Event description:
The customer reported that the insulin pump alarmed motor error, and she was not able to rewind the device. The blood glucose reading was 395mg/dl. Troubleshooting was performed, and the drive support cap has no damage. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the device was received with currents within specifications. However, the insulin pump alarmed motor error during rewind as a result of a corroded motor home switch. The device was returned with protruded/loose drive support disk.